Manufacturer narrative:
Corrected: d3 - mfg establishment name and g1 - contact office establishment name no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming and the screen read "upstream occlusion". Alarm was silenced and pump settings reviewed (reservoir volume was 14.6 ml). They reported having the medication reservoir out of the case and had assessed the bag of medication and the tubing, stating it looked completely empty with air bubbles present. They powered the pump off, closed clamp on tubing, and removed cassette. However, it was locked on the pump. They were instructed to gently tap bottom of cassette on hard surface to release any air bubbles preset in the tubing, power pump back on and alarm returned upon power up. Assisted to power pump off and clamp remained closed on tubing. Medication was foscarnet. Patient was hooked up (B)(6) 2025 around 3:30 pm and had an appointment for disconnect on (B)(6) 2025 at 9 am. There was no patient harm. The event occurred while in use with the patient at patient's home.